Event description:
Boston scientific received information that a routine follow up a warning screen reading "safety switch" was activated. Impedances showed to be out range at 2400 ohms. Reprogramming of this device was done but the impedances still stayed out of range and there was no capture on the right ventricular (rv) channel. An rv lead conductor fracture was suspected. A new lead will be implanted as well as a new pulse generator device on the right side as a subclavian crush is suspected on the left side. The old rv lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that this lead was severed and several cuts were noted in the insulation. The portion of the lead returned was electrically continuous and a lead fracture was not confirmed. The reported clinical observations were not confirmed by laboratory testing.

Manufacturer narrative:
A lead and a pulse generator revision will be done, while the lead will not be returned.subsequently this lead was returned for analysis. Upon analysis this investigation will be updated.